Event description:
A customer in the united states notified biomérieux of contamination associated with bact/alert® mp bottles (reference 259797). The customer reported having a high incidence of m. Gordonae in 2017 with various lots. The customer reported a new technician started but no change in laboratory space, equipment, procedures, or reagents. The customer expressed concern with collection and requested tips to help identify the source of the issue. There customer reported not being able to answer as to whether there was any patient impact but stated, "many doctors requested mic's so I suspect the patients were treated for a possible m. Gordonae infection." An internal biomérieux investigation will be initiated.

Manufacturer narrative:
An internal biomérieux investigation was performed with results as follows: the investigation examined the bact/alert® mp bottle and bact/alert® mb/bact® antibiotic supplement kit manufacturing records, for the thirteen (13) lot numbers listed in the complaint, and all were within specification. No contaminated product for any type of organism was discovered for any of the lots. Quality assurance subsequently released the lots for distribution to the field. The lot numbers listed in the complaint are all now expired. The customer's shipment history from 01jun16 to 09apr18 for bact/alert® mp and mb/bact® antibiotic supplement kit products were reviewed and looked normal. For bact/alert® mp 39 cases with 37 different lot numbers were shipped. For mb/bact® antibiotic supplement kit 40 kits with 15 different lot numbers were shipped. A cross functional team met to discuss this issue and determined the most likely root cause for this problem is at the hospital facility. A review of published literature on the topic of mycobacteria gordonae shows that this organism has been implicated as a water borne saprophytic environmental contaminant of either patient samples or laboratory reagents used for the decontamination procedure. Published literature indicates this organism can also be a true pathogen and the causative agent of diseases. Therefore, the physician and hospital staff need to interpret the results carefully. The bact/alert® mp bottle IFU contains a "limitation of the test' related to this issue. No evidence has been found of other similar complaints, a search was performed from 01jan16 forward to 08jun18 for contamination complaints. There were no complaints found where this organism has been a contaminant in the bact/alert® mp bottle or bact/alert® mb/bact® antibiotic supplement kit. The customer has not found these products to be contaminated on inspection before use. The positive bottles' time to detections are consistent with the organism being present in the sample at inoculation. The customer can rule out the bact/alert® reagents as a root cause in their internal investigation.